Event description:
Healthcare professional reported pain and capsular contracture, baker grade IV. Left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: device patch with lot number 2112366. Red particle material on the shell. Red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. (B)(6).

Event description:
Healthcare professional reported pain and capsular contracture, baker grade IV. Left side. Device has been explanted.